Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis (fa) confirmed the failure on the field. Fa investigation found that the arm failed the in-house brake weight drop test. Brakes were replaced with the current version to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator (psm) arm failing the brake weight drop test.

Event description:
During preventive maintenance of the da vinci s surgical system, an intuitive surgical, inc. (Isi) representative or the technical field specialist found that the patient side manipulator (psm) arm failed the brake weight drop test. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm. No patient involvement or impact occurred.